Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zkb00 intraocular lens (iol), the patient was not happy with his vision and the iol was explanted. The patient is reported to be happy with the new lens implanted. No further information was provided.

Manufacturer narrative:
Date of event: on the initial report the date of event was indicated as (B)(6) 2015 which is the date the lens was explanted. However the initial report from the customer provided the date of event as (B)(6) 2015. Updated to reflect the date of event as provided by the customer (B)(6) 2015. Device evaluation the device was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Through a follow up with the doctor, it was learned that the patient is doing well and is very happy now. It was confirmed that there was no vitrectomy, complications or sutures required. All pertinent information available to abbott medical optics has been submitted.